Manufacturer narrative:
The device is not yet returned to the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A materials manager reported during a wrist orif procedure on (B)(6) 2018, a 285199 bipolar cable was noted to have smoke coming from the location between the bipolar cord. It was plugged into a conmed electrosurgical unit (esu), unsure of the generator settings. The cord smoked when plugged in and a replacement cord was used that worked fine. Additional information received on (B)(6) 2018 indicates that the patient was prepped for surgery, however, there were no delay in the procedure due to the product problem. No patient impact or injury were noted.

Manufacturer narrative:
Additional information received on (B)(6) 2018 and (B)(6) 2018 with the following: the cord only that had the issue, but the jewelers bipolar fcps 4 str was attached to the cord during the procedure. There was a bipolar cable returned used/processed showing wear and burned at the spring connector socket. The complaint report has been confirmed; the root cause has not been identified as a workmanship or material deficiency.

Event description:
N/a.